Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced blurred vision in the left eye following implantation of a preloaded monofocal intraocular lens (iol). Postoperative evaluation indicated overcorrection of vision, leading to a secondary surgical procedure for lens explantation. The patient subsequently recovered with no significant impact on daily activities. It is unknown whether additional intraoperative interventions (e.g., sutures or vitrectomy), procedure delays, or medications were required. No further information was provided.